Manufacturer narrative:
The device was received for evaluation. During functional testing, the over infused was reproduced. The device was tested for flow rate accuracy at a rate of 40 ml/hr, with a vtbi (volume to be infused) of 40 ml and 20 ml, deliver the 8.1375% and 7.755% out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation determined that the mech installed in the device has a different serial number than the device.the reported condition was verified. Evaluation determined that the following components are not the components that are assigned to the device and require replacement: mech, processor pcb, I/o pcb. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during an unspecified process step. There was no patient involvement. No additional information is available.